Event description:
Boston scientific crm received information that this patient presented with syncope and was admitted to the hospital. Upon investigation, it was revealed that ventricular impedance has been greater than 2000 ohms since (B)(6), 2010. Additionally, there was no capture or sensing in either configuration. Therefore, a lead revision was performed and the lead was removed from service and replaced.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.